Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) provide a list of potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, the hm3 IFU and patient handbook state that ¿to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jul2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient tripped on his 20-foot long vad power cable and pulled his vad driveline. The stitches were for an arm laceration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient tripped and pulled lvad driveline which required stitches. The patient reported suture site was healing well.